Event description:
The user facility reported that during a diagnostic colonoscopy, they experienced an intermittent loss of image. The procedure was completed with the use of a similar, but different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the image difficulties. The image was noted to smear, flicker and black out as the bending section was manipulated. The phenomena were isolated to the broken charge coupler device (ccd) cable at the bending section, which appeared to be due to stress and extensive usage. This report is being filed as an MDR in an abundance of caution.